Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. A partial lead was returned in two segments for analysis. Internal insulation abrasion was noted at 7.5-8.8cm from the distal tip. The etfe coating was intact at this location.